Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not function properly, and the device did not move unless it was on and produced strange noises. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
It was reported that device started to move freely only by turning the switch on. It stopped if it was turned off. After turning it on again, it was not working but the device made a ticking sound by the lever on and the sound stopped when the switch was turned off. The device suddenly started to move if the switch was moved many times. It was unstable even if it stopped at attendance among a way and if it moved. This is report 1 of 1 for complaint #(B)(4).